Event description:
Revision due to dislocation.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Upon investigation, no abnormalities were detected with the opsinsight analysis, acetabular guide and femoral guide. Reviewing the relevant ops sections, it was observed that the work instructions were accurately followed throughout segmentation, landmarking, implant positioning and guide design steps. There were no issues with the ops plan provided to the surgeon for this patient. Further investigation revealed that the patient has a large flexion motion which increases the risk of dislocation. The surgeon implanted a smaller cup and head than was templated. The reason why the surgeon implanted a smaller cup and head that what was templated is unknown. Revision surgeries have many variables including numerous patient conditions which may contribute to the event taking place. Based on the information available, the occurrence of this event has been deemed unrelated to the use of ops technology. No further actions are necessary and there is no evidence to suggest that this issue is systematic. This issue will continue to be monitored for recurrence. No corrective or preventative action is determined to be necessary at this time. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event